Event description:
It was reported that the pt had expired. The cause of death was unk. It was stated that the death was not related to the implanted device. The medication being delivered via the device system was not reported. No additional info was provided.

Manufacturer narrative:
(B) (4).